Event description:
It was reported that when the doctor opened the package they found the top of the stent disconnected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.